Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had received therapy after not taking their medication. The health care professional (hcp) contacted boston scientific technical services (ts) and expressed their concern with the r-wave measurements and impedances. There was a very gradual decrease in pace impedances (395 ohms to 276 ohms). Therapy that had been received was appropriate. No adverse patient effects at this time. Additional information received states that the rv lead had a subclavian crush and was removed from service. The device was electively replaced at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complaints from the field had been confirmed. Analysis shows that there is outer trilumen insulation damage and webbing damage in the area between 290 millimeters (mm) to305 mm from the terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.

Manufacturer narrative:
The lead has been returned and is currently undergoing analysis.